Manufacturer narrative:
Customer service conducted troubleshooting with the customer by verifying her breast shield fit. The customer indicated that she was using the 24mm breast shields and sometimes switches with the 21mm. During troubleshooting, the customer indicated that the pump speed would not change when attempting to adjust the vacuum. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions to get additional information. The customer responded on 03/22/2019, confirming the allegation of mastitis, for which she was prescribed antibiotics. The customer indicated that the replacement pump was working without issue, the mastitis was resolved, and her milk supply was almost back to normal. The device was returned along with the customers breast shields and tubing; however, the transformer, membranes, valves and connectors were not returned. Therefore, the device was evaluated with a medela lab kit on 03/25/2019 and it passed suction and cycle specifications. Refer to attached evaluation. The customer's report of low suction/speed issue could not be confirmed. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 03/11/2019, the customer alleged to medela llc that she had low suction with her pump in style breast pump. She additionally alleged that she was experiencing engorgement and had mastitis, for which she was prescribed antibiotics.